Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-07210. It was reported the pt had experienced overstimulation at the implant site, and the pt reported permanent nerve damage as a result of the issue. The damage was unconfirmed. In addition the pt reported the ipg would not hold a charger. It was reported the pt had a physician explant the scs system.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.